Event description:
The MFR rec'd info alleging a ventilator's display screen was blank. The device was not in pt use.

Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device's lcd screen was replaced to address the issue.